Event description:
A malfunction identified as code malf 12 was reported, involving no notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully carried out, preventing the malfunction from reoccurring. The customer was advised to monitor the situation and contact support if further issues arose.